Manufacturer narrative:
The device was not returned for investigation. A surgical cut down was performed and the surgeon stated that the vessel had a large tear and posterior dissection. Additionally, it was noted the manta anchor was seen half outside the vessel (tract deployment). Angiograms were obtained by essential medical. It was confirmed that the arteriotomy had dissection and perforations extending distally, and a dissection present on the back wall. The back wall dissection would not have caused the manta implant to be incorrectly positioned; however, it is indicative of the state of the arteriotomy. Dissections are a known common large bore procedure complication. The root cause of the manta tract deployment was likely caused by the large access hole/torn arteriotomy created during the procedural sheath insertion which allowed the manta anchor to slip partially out of the artery. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU. Risk documentation was reviewed and tract deployment is a known risk. The occurrence of this type of incident remains below risk documentation acceptable occurrence levels. The device history record (DHR) was reviewed and no non-conformities were identified related to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists extravasation, and dissection and other access site complications requiring endovascular and surgical interventions as a possible adverse events related to deployment of vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. Access was gained in the right femoral artery under ultrasound guidance. Immediate hemostasis seen at skin level following closure with manta 18f. Post deployment angiogram showed "flow limiting dissection (estimate 50%) ...distal to access." An interventional radiologist (ir) was called to the case. Ir advanced a wire from contralateral side and first inflated a 6mm balloon across access site, then a 5mm balloon distal to the access site across a distal dissection. New extravasation was seen distal to access following first ballooning. A vascular surgeon performed a surgical cutdown. Surgeon confirmed a posterior dissection as well as a "very large" arteriotomy. Manta anchor was seen half in the vessel. The ir postulated the arteriotomy was torn which may have caused the toggle to slip out.